Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2011 during cycle 4 when the device user drained out 4229 ml, which was greater than 160% of the largest prescribed fill volume of 2500 ml and met iipv criteria. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The digital pcb malfunction is unrelated to volumetric accuracy and temperature functional performance and the device was determined to meet specifications relative to the iipv found in the logs. The assignable cause of the additional iipv was determined to be: insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 21:37:57 with drain volume of 4229 during cycle 4. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.